Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 6 months after the dental implant was installed in intraoral region #4 it was verified its non- osseointegration . Implant was immediately carried out, 70 ncm of primary stability was achieved and patient presented bone type iii. Bone graft was executed.